Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation or damage (dissection) of vessels, ventricle, myocardium, or valvular structures, is a known potential complication associated with the tavr procedure. Access site injuries, including dissection of the aortic wall during the transaortic approach, are a well-recognized complication of the tavr procedure in this elderly population with multiple co-morbidities. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The thv training manuals instruct the user to determine with CT if the planned aortic access site is free of calcification, allows the sheath to be placed in a straight line, and leaves adequate room between the tip of the sheath and native aortic valve annulus to allow full balloon expansion. Considerations for approach (partial j-sternotomy or right mini-thoracotomy), access and stabilization of the site are also provided in the training. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest/indicate that the exact cause of the vessel dissection cannot be confirmed, investigation results suggest that procedural factors (device manipulation) and/or severe calcification of the access vessel that may have contributed to the complaint event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by an edwards lifesciences affiliate in (B)(6), during a transcatheter aortic valve replacement (tavr) with a 23mm sapien 3 valve, intra-cardiac echocardiography showed pericardial effusion and aortography indicated ascending aortic dissection. Ascending aorta replacement was performed.

Manufacturer narrative:
A supplemental MDR is being submitted due to additional information. Sections b5, h6: component code, type of investigation, investigation findings and h10 has been updated. Per the instructions for use (IFU), permanent or transient neurological events such as transient ischemic attack (tia) and stroke are known potential adverse events associated with the transcatheter heart valve (thv) procedure and the use of the edwards thv devices. According to the literature review, and as documented in a clinical technical summary written by edwards lifesciences, stroke is recognized in the literature as a well-known complication in a small number of patients undergoing thv. Risk factors correlating with several patient co-morbidities have been identified. Although in many cases the root cause of the event is unable to be determined, strokes during thv are undoubtedly multifactorial, the dominant etiology likely being intra-procedure embolic events. A transcranial doppler study during thv demonstrated that most procedural embolic events occurred during balloon valvuloplasty, manipulation of catheters across the aortic valve, and valve implantation. An analysis in patients undergoing valve surgery revealed four baseline characteristics and two procedural events that were associated with early post-procedure stroke: female sex, ef < 30%, diabetes, age older than 70 years, bypass procedure time> 120 min, and calcification of the ascending aorta. Predictors of late stroke have included female sex, age older than 75 years, atrial fibrillation, and a history of or current smoking. There were no significant differences in the frequency of late strokes between thv and aortic valve replacement (avr) patients. After thv, there appears to be a more considerable proportion of early strokes occurring < 24 h post-procedure, but thv patients with multiple co-morbidities are probably at higher risk of both early and late strokes. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggests that patient and procedural factors may have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are require

Event description:
As reported through the edwards japan affiliate, during transfemoral transcatheter aortic valve replacement (tavr) for native aortic valve, a 23 mm sapien 3 valve was deployed in a targeted position. Then, arterial blood pressure became lowered. Intra-cardiac echocardiography showed pericardial effusion and aortography indicated ascending aortic dissection. Open chest surgery found a dissection that stemmed from approximately three (3) cm above from the stent edge of the valve. There was no annular rupture. Ascending aorta replacement was performed. So far, outcome of this patient is unknown but there is no information on deterioration of the health condition reported. Additional information was provided through the after tavr procedure, the patient continued to have difficulty in responding due to poor arousal. On postoperative day (pod) 35, hemiplegia was observed. Magnetic resonance image (MRI) was performed, and an "old" infarction of the right caudate nucleus was diagnosed. Since the patient was not in a general condition to undergo aggressive treatment for cerebral infarction, it was decided to proceed with rehabilitation treatment. As patient's general condition became stable, the patient was scheduled to be transferred to another hospital for rehabilitation. Prolonged hospitalization was required. No further information was available.